Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Plaintiff post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, chronic fatigue, excessive rashes, pain during intercourse, dental problems, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Her treating physician informed her that her left essure coil has migrated three-fourths of the way out of her fallopian tube, and recommended that she undergo a hysterectomy to remove her essure coil. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation (ptc global number: (B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coil migrated three-fourths of the way out of her fallopian tube. She underwent a hysterectomy to have the essure coils removed, approximately 2 and a half years after insertion. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine perforation. In the present case, the exact date and mechanism of the migration were not described. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated three-fourths of the way out of her fallopian tube') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), temperature intolerance ("heat intolerant"), hyperhidrosis ("I sweat like crazy, even if I'm not hot") and hot flush ("I do get a ton of hot flashes"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, discomfort, menorrhagia, pelvic pain, back pain, abdominal distension, fatigue, rash, dyspareunia, tooth disorder, alopecia, temperature intolerance, hyperhidrosis and hot flush outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, discomfort, dyspareunia, fatigue, hot flush, hyperhidrosis, menorrhagia, pelvic pain, rash, temperature intolerance and tooth disorder to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received : events added- temperature intolerance, hyperhidrosis, hot flush. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated three-fourths of the way out of her fallopian tube') in a 38-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), temperature intolerance ("heat intolerant"), hyperhidrosis ("I sweat like crazy, even if I'm not hot") and hot flush ("I do get a ton of hot flashes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, discomfort, heavy menstrual bleeding, pelvic pain, back pain, abdominal distension, fatigue, rash, dyspareunia, tooth disorder, alopecia, temperature intolerance, hyperhidrosis and hot flush outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, discomfort, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, hyperhidrosis, pelvic pain, rash, temperature intolerance and tooth disorder to be related to essure. The reporter commented: discrepancy noted in removal date- not removed mentioned as per pif. Lot number: a47940, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated three-fourths of the way out of her fallopian tube') in a 38-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), temperature intolerance ("heat intolerant"), hyperhidrosis ("I sweat like crazy, even if I'm not hot") and hot flush ("I do get a ton of hot flashes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, discomfort, heavy menstrual bleeding, pelvic pain, back pain, abdominal distension, fatigue, rash, dyspareunia, tooth disorder, alopecia, temperature intolerance, hyperhidrosis and hot flush outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, discomfort, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, hyperhidrosis, pelvic pain, rash, temperature intolerance and tooth disorder to be related to essure. The reporter commented: discrepancy noted in removal date- not removed mentioned as per pif. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.